Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the customer site. The fse evaluated the iabp unit and replaced the pneumatic module assembly due to blood contamination. Additionally the broken intra- aortic balloon (iab) was taken away. The repairs were completed and the iabp was release for clinical use.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had a blood back incident. When the patient was repositioned the customer noticed the blood in the balloon, and for that reason it was removed. The iabp also generated a "iab catheter restriction alarm". The balloon was pulled out without any problems. There was no patient injury or harm.